Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas pure c 303 analytical unit. The initial glucose result was 36 mg/dl. The repeat result was 95 mg/dl.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found that the wash station was over dispensing and recalibrated the washing station fluidics. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue.